Manufacturer narrative:
The lot was manufactured july 6, 2016 ¿ july 7, 2016. The device was received for evaluation with approximately 137ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse at all during infusion. The device had been filled with 3500mg fluorouracil in 240ml 5% glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.